Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 13 states "dislocation and subluxation due to inadequate fixation and improper positioning". This report is number 2 of 2 mdrs filed for the same event(reference 1825034-2016-02452/02453). Additional mdrs were filed for the same person (reference 1825034-2015-02358/02359 & 2016-01074) not returned by attorney.

Event description:
Patients right hip was revised approximately seven years post-implantation due to recurrent dislocation. The head, liner and cup were removed and replaced.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of device history records identified no deviations or anomalies. The device was used for treatment. Complaint history for metal on metal complaints will be monitored through monthly post market surveillance trending process. A definitive root cause cannot be determined with the information provided.